Event description:
Titanium cannulated femoral nail broke through the proximal hole at the distal end. The nail was removed and replaced with another nail.

Manufacturer narrative:
H3 ,h6 - visual examination of the subject device found it to meet dimensional specifications. The cause of the implant breakage is indeterminate.